Event description:
The international customer reported that the ventilator battery would not charge. The customer reported the device was not in use therefore there was no patient harm. The manufacturers service provider confirmed the reported problem. The service provider replaced the battery to address the reported problem. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Specifications. Proper care, maintenance and testing should be performed when using battery power sources.